Manufacturer narrative:
Product ID 8709, lot# j0056662r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
A consumer reported that the patient was currently receiving lioresal via their implanted intrathecal pump. The drug concentration, dose rate, and drug lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity and multiple sclerosis. The pump was hurting and the patient believed the catheter moved. The date of the event regarding the symptoms of pain was march 2015. The patient experienced pain when she turns at night. It would hurt across the front of the groin area, leg, and goes to where the catheter is. The patient felt like her leg is hanging by one thread sometimes. The patient also experienced pain when she was active and when she makes a quick turn. It was noted that the patient wears a holster for her gun as she has a conceal and carry; however her gun is not being worn on the outside like it is supposed to because of her small size. The patient was told by her healthcare provider (hcp) on (B)(6) 2015 that the pump has moved / turned so it is not facing straight out which could be because of how she is wearing her gun shoved down the pants. The patient did not feel the catheter through her skin anymore. The patient was no longer on oral pain medications (pain medications not specified including therapy dates) and that is causing her pain. The patient was to see a physician / neurosurgeon to address her concerns of pain near the pump and catheter. Physician listings were provided. No further information was reported. Additional information requested included clarification of lioresal intrathecal, other medications the patient was taking at the time of the event, medical history, additional information including cause of the event, trouble shooting and actions performed, and outcome / resolution of the event. A supplemental report will be provided as additional information becomes available.